Event description:
It was reported that this recently implantable cardioverter defibrillator (ICD) implanted delivered an inappropriate anti-tachycardia pacing (atp) and 6 inappropriate electric shocks due to possible atrial fibrillation (af) with rapid ventricular response (rvr). It was confirmed that the ICD was working as programmed. Currently, this product remains in service and no additional adverse patient effects were reported.